Event description:
The pt's husband reported the infusion device does not properly deliver insulin. The pt's blood glucose elevated to over 600 mg/dl and the husband injected insulin via syringe and called the pt's physician. The pt was hospitalized. No further info is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.